Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+1.5/074 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was replaced with another same model/length lens (the lens was implanted vertically) and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).